Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. (B)(4).

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec-3890li. In the event reported it was stated that there was a perforation to a patient bowel. The patient was subsequently transferred directly to the operating room where she ended up having to have a resection of her bowel. The endoscope was removed from use for investigation to ensure there was no problem with the device. On the 17th aug 2021, pentax medical received response to good faith effort inquiring on this adverse event. The perioperative nurse manager from the facility stated that the physician was performing a colon cancer screen to the patient when the event occurred. The patient had asthma, hyperlipidemia and joint pain. This patient also had diverticulosis spread through the colon and the patient last colonoscopy was approximately 11 yrs ago. The patient was discharged to home 5 days after the surgery. At the time leading up of the adverse event, there was no indication of a device malfunction. All preprocedural checks are followed and all ifus methods are followed. It was also stated that pentax is not the sole service provider for this device. On 23rd aug 2021, the device was received at pentax service facility on service order (B)(4) for further evaluation. On 24th aug 2021, the device was inspected by pentax service technician and the findings are as follows: insertion tube non-pentax material, up/ down angle wire grinding, bending rubber glue severe discoloration, primary operation channel non-pentax material, biopsy insulation ring deformed, passed dry leak test, customer complaint not duplicated light carrying bundle has less than 70% transmission, passed wet leak test, right/ left angle wire grinding, insertion tube root brace disconnected at forward body frame, non-pentax scope case, hole in # 2 remote control button cover, pve electrical connector frame mild corrosion, air/ water nozzle glue worn hole in # 1 remote control button cover, up/ down control knob/ lever markings faded, right/ left control knob markings faded, pve connector frame non-pentax workmanship techniques. The inspection findings confirmed that the device was not serviced at pentax service facility. A review of the service history indicates that the device is not routinely serviced at pentax service facility since date installed of 06 may 2013. No additional information received.